Event description:
The customer reported that on (B)(6) 2012 at 6:28 pm, her blood glucose measured 81 mg/dl. Her supper was estimated to contain 30 grams of carbohydrate, so she took a 1.2 unit bolus dose of insulin. By 8:31 pm, her bg had reached 269 mg/dl so she administered an additional 2.7 unit bolus. At 9:00 pm, her bg was 313 mg/dl; another .7 unit was given. At 9:39 pm, her bg result was 361 mg/dl; she took a 1.05 unit bolus and changed the device. When it was removed she observed that the cannula was bent and she believed the cannula came out of her skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that she thought the cannula may have dislodged from the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."